Event description:
It was reported that approximately one month post implant that the patient suffered from chest pain and pericarditis since the implantation of the implantable pulse generator (ipg) system. The physician extracted and replaced the right atrial (ra) lead and right ventricular (rv) lead. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.